Event description:
The pt awoke at 3/a in 2000 with a headache and vomiting. The patient's blood glucose on one touch profile meter at this time was 47 mg/dl. The pt drank orange juice with sugar and returned to bed. The pt's blood glucose results between 8:30/a and 12/p were 57, and 60 mg/dl. At an unknown time, the patient was transported privately to the emergency where blood glucose was 465 mg/dl on a hosp meter (type unknown) the patient was treated with insulin IV and released that evening